Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted. During post-implant optimization, the device was interrogated and a da error message was observed. Boston scientific technical services (ts) discussed this is a bit flip (temporary memory reset) in the device firmware; and will self-correct by the device. Ts discussed this can be caused by environmental factors (i.e., radiation therapy). No adverse patient effects were reported. The device remains in service.